Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "alaris pump over-infusion. Patient receiving penicillin g potassium 20 million units in naxl 0.9% 1,000 milliliter (ml) infusion over 24 hrs at a rate of 41.7 ml/hour (hr). Infusion started by nursing at 1530 at ordered rate of 41.7 ml/hr. When the drip was evaluated by night shift registered nurse (rn) at midnight, the volume in the bag was significantly less than the expected volume that should be remaining. There were 300 ml remaining in the bag at midnight. The pump recorded a volume of 230 ml had been infused by 0003, but the actual volume that had been infused was around 700 ml. The infusion was stopped, pharmacy and infectious disease were contacted, and the dose rate was changed to 13 ml/hr to compensate for the over-infusion. There was no harm to this patient. Patient with recently diagnosed neurosyphilis with an elevated rpr on treatment of 2 weeks of IV penicillin 24 mu continuous infusion." There was patient involvement but no harm. Additional information was received by customer through follow up. The infusion was programmed vial guardrails library.

Event description:
A copy of the medwatch report from FDA was received, which states, "alaris pump over-infusion. Patient receiving penicillin g potassium 20 million units in naxl 0.9% 1,000 milliliter (ml) infusion over 24 hrs at a rate of 41.7 ml/hour (hr). Infusion started by nursing at 1530 at ordered rate of 41.7 ml/hr. When the drip was evaluated by night shift registered nurse (rn) at midnight, the volume in the bag was significantly less than the expected volume that should be remaining. There were 300 ml remaining in the bag at midnight. The pump recorded a volume of 230 ml had been infused by 0003, but the actual volume that had been infused was around 700 ml. The infusion was stopped, pharmacy and infectious disease were contacted, and the dose rate was changed to 13 ml/hr to compensate for the over-infusion. There was no harm to this patient. Patient with recently diagnosed neurosyphilis with an elevated rpr on treatment of 2 weeks of IV penicillin 24 mu continuous infusion." There was patient involvement but no harm. Additional information was received by customer through follow up. The infusion was programmed vial guardrails library.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of penicillin complaint was not confirmed or replicated during the investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event was reported to have occurred on (B)(6) 2025 at 3:30 pm. The review of the pcu event log began when the system was powered up on (B)(6) 2025, at 5:53:23 pm. A new patient was selected and the profile in use was identified to be ¿critical care/ed¿. The suspect pump module was assigned channel a. On february 11, between 5:53:31 pm and 5:54:36 pm, the reported infusion (penicillin g potassium 20 million units in 1,000 milliliter, rate = 41.7 ml/h, vtbi = 1000 ml/h) was programmed. Following the configuration of the infusion, the process continued for the remainder of (B)(6). Notably, during this period, the occluder patient side alarm was triggered a total of fourteen (14) times, and there were ten (10) instances of delays programmed during the infusion, which represented over three (3) hours of the pump module on standby. However, no issues or anomalies were observed related to the safety clamp being open or the door being ajar alarms typically associated with the risk of free flow. The total primary volume infused during the infusion was recorded to be 960.832ml, no further infusions were performed on the suspect pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.